Manufacturer narrative:
The reactivity of the e antigen was confirmed on returned and retention panocell-10, lot 02722. The customer did not submit sample for further investigational testing.

Event description:
Customer reported unexpected negative reactions at the ahg phase with cells 3 and cell 6 of panocell-10, when testing a pt with a history of anti-e. Testing was performed using the tube method. Repeat testing was performed using a gel method, resulted in weak positive reactions with both cells. Repeat testing was also performed using tube testing with panocell-10, lot 50669, resulting in 4+ reactions with cell 3, homozygous e cell, and 2+ reactions with cell 6, heterozygous e cell.